Manufacturer narrative:
(B)(4) final report. Additional information including; x-rays (primary and revision), operative notes (primary and revision), patient activity level, weight and medical history, did the patient follow the correct post-op protocol and an update on the patient post revision was requested, however this information was not provided, and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records were identified and reviewed. Review of these records revealed no product nonconformity or deviation from process that would have caused or contributed to the infection. Based on the available information, no further investigation can be conducted, and the root cause of the infection is unknown, however, infection is a known complication of any surgery, and therefore this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of ecima liner and ceramic head after approximately 6 weeks due to infection.

Manufacturer narrative:
(B)(4) initial report. Additional information including; x-rays (primary and revision), operative notes (primary and revision), patient activity level, weight and medical history, did the patient follow the correct post-op protocol and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.